Manufacturer narrative:
One disposable grounding pad w/out cable was returned for investigation. A clear film was noted on the surface of the grounding pad. Further investigation revealed the grounding pad was assembled with the clear film on the inside layer of the blue liner.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During device preparation, the grounding pad was identified with additional plastic film. There was no patient involved.